Manufacturer narrative:
Device evaluation summary:the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The evaluation determined that a component was not performing as per specification. The reported event was confirmed.(B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. A catheter access port dye study was performed and showed that the catheter was not occluded. The pump was explanted on (B)(6) 2014. On (B)(6) 2014, it was reported that the drug being administered by the pump was morphine. The reported reservoir volume issue was observed during multiple visits prior to the pump explant. There were no pt effects reported.

Manufacturer narrative:
(B)(4).